Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. E1: event city: tunbridge wells. Event country: the united kingdom. Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced multiple infusion sets had the same issue, with the set coming out from the insertion site on (B)(6) 2026.